Event description:
It was reported the customer received a failed battery test alarm on their insulin pump. It was found the customer had replaced their battery many times, but the alarm was recurring. Customer's blood glucose was 473 mg/dl. Customer treated their blood glucose with a manual injection. Troubleshooting found the customer's battery compartment was not corroded or damaged. It was found the customer did not receive a failed battery test alarm after troubleshooting occurred. It was also found the customer received a weak battery alarm. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).